Event description:
It was reported that patient was experiencing an increase in seizures and decreased perception of stimulation. Clinic notes received note that the patient's battery is low. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported patient had a prophylactic generator replacement surgery. Suspect product has not been received by manufacturer to date. No other relevant information has been received to date.